Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard disk was replaced and the software reloaded and the system calibrated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 failed to display a stored image following initialization. There was no adverse patient involvement reported.